Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology at the index procedure was unknown. The current aneurysm was 7 plus cm in diameter. It was reported that the device has migrated distally resulting in a type I endoleak. The cause of the event is unknown. A 3636 endurant cuff was successfully implanted to treat the migration and the endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).